Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.010.523. Lot: l814084. Manufacturing site: bettlach. Release to warehouse date: may 30, 2018. No nonconformance reports (ncrs) were generated during production. Visual inspection: the driving cap/threaded was received at us customer quality (cq). Visual inspection of the complaint device showed the threaded distal tip broken off at the most proximal thread form. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. Dimensional inspection: drawing: driving cap. Dimensional tolerances. Measured dimensions: groove = conforming. Shaft = conforming. Document/specification review: connector for insertion handle: (current and manufactured). No design issues or discrepancies were identified. Conclusion: the complaint condition was confirmed for the driving cap/threaded. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The subject device is received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Photo investigation the device was not returned. A photo-investigation was performed on the image located in pc attachment ¿image.jpg". Upon inspecting the image provided, the tip of the driving cap had broken off and broken fragment could be seen in the image. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion the complaint condition can be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: part number: 03.010.523, lot number: l814084, manufacturing site: (B)(4), release to warehouse date: 01. June 2018. Device history review: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during the procedure, the threaded portion of the hammer guide for the frn set broke off while it was being struck with the mallet. There was an unknown surgical delay. There were no fragments generated. The procedure was successfully completed and no patient consequences. This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).